Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) suspected possible calcification as the measurements had remained high and stable for several years. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.